Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during open pancreatectomy procedure, the handpiece had inadequate/partial sealing when tissue was applied at the small bowel messentary. There was evidence of energy delivery and end tones were heard. The jaws were cleaned not very often but it was able to complete more than 25 good seals before the issue occurred. Another ligasure was used and it worked fine. The procedure was extended for few hours and imaging was done. It caused extensive bleeding after cutting at the small bowel and was controlled by blood replacement therapy. The vascular injury was a 4-5mm hole in the side wall of the superior mesenteric vein right at the portal vein junction. The bleeding did not start right after dissecting in the area with the ligasure device that held for about 30-35 seconds before bleeding and being noticed by the assisting resident. The patient had extended hospitalization, was admitted to ICU (intensive care unit) and in recovery septic. Additional information received, the surgeon confirmed patient's death and stated it was not related to the ligasure device, but small bowel necrosis leading to sepsis as a result of disease state.